Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the physician punctured the femoral with the needle cannula. When the physician inserted the spring wire guide (swg) he noticed a resistance. Upon the removal of the swg, it was difficult and the swg became "demolished". The physician removed the swg through the cannula and noted that the tip of the swg was missing. After the needle cannula was removed, the missing piece of swg was found on the tip of the needle cannula. The physician began the procedure again with a new swg and it was successfully inserted into the pt. Additional info received from the complaint coordinator on (B)(6) 2010 clarified that the swg was separated, but fortunately the separated piece was caught by the needle cannula while removing it. The outcome of the pt is "ok". There were no pt complications or delay in therapy reported. No intervention was required.